Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). It was reported that the patient needed programming of stimulator. The pain has not resolved including re-evaluation with representative to program stimulator. No patient symptoms or com plications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's stimulator was not taking their pain away. The patient stated that they had an x-ray taken and it showed he had a damaged disc. The patient was instructed by their primary healthcare professional to get a representative to have the stimulator adjusted. The patients device was on and programmed to 3.00. The patient stated their pain was in their right leg and sometimes in their left leg. No further complications were reported as a result of this event. Additional information was received from the patient. The patient reported the device doesn¿t reach his back and stimulation only goes to his legs and is causing a lot of pain. The patient further reported that he has 3 discs in his spine that are broken and were discovered they the healthcare provider did an x-ray. Two weeks ago, the patient went to their healthcare provider who said if it can¿t be fixed, the patient would have to undergo another surgery to fix it. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.